Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to short v-v intervals and noise on the lead. The lead had high and unstable pacing impedance. Oversensing was noted with patient movement. The lead had fractured. The lead was initially reprogrammed until a revision could be completed. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.